Event description:
Same case as MFR #: 2134265-2010-02591. Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a rotablation atherectomy procedure resistance was met while advancing through the catheter. The 75% stenotic lesion was located in the moderately tortuous mid left anterior descending artery. The physician met resistance while inserting the 325cm rotawire guide wire into the catheter and was unable to advance the guide wire any further. There were no patient complications. The procedure was completed with another 325cm rotawire guide wire and the deployment of a non-bsc stent. Patient status is reported as "good". However, the returned product analysis revealed that the rotawire guide wire was fractured.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation: the rotawire 325 cm floppy was received fractured, only 197cm proximal was received. The fractured site shows rational marks and diameter reduction. Scanning electron microscopy (sem) analysis of the fracture site revealed circumferential surface wear thus reducing the cross-sectional area of the wire. The fracture surface exhibited elongated dimple ruptures in a torsional direction. Eds analysis of the circumferential wear site exhibited trace amounts of copper and zinc which is only present in the rotalink burr. Fracture occurred in a torsional overload direction as a result of burr induced surface wear. The rotational abrasion and the evidence of copper element at the surrounding area of the fracture site are consistent with the burr running at high rpms while maintaining it in a stationary position over the guide wire. No other anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu instructions "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion" was not followed. The root cause has been determined to be user error. (B)(4).